Event description:
Additional information received reported that the lead was involved in thereported event. The leads had moved up to t6. Reprogramming and an x-ray were done and a revision surgery took place to resolve the issue. The cause of the event was not determined but it was not related to the device.

Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). The patient reported they had a device implanted in 1997 and that the implantable neurostimulator (ins) needed to be moved and one of the wires was shifting. After having the ins almost 10 years the patient stated it was ¿moved¿ in 2006, and it appeared a new ins was placed at that time. It was noted the patient had major back surgery in 1998. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3210, serial # (B)(4), implanted: (B)(6) 1997, product type transmitter; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 1997, product type lead; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 1997, product type lead. (B)(4).